Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an blood glucose level of 575 mg/dl. The customer administered a bolus. During troubleshooting with tandem's technical support, it was noted that the cartridge luer lock connection was loose from the infusion set tubing and that it was leaking. Reportedly, the customer tightened the luer lock connection and resumed insulin delivery. It was noted in a follow up with the customer that their bg level was decreasing to target level.